Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff had several unable to refill alarms. They had several alarms in the past 3-4 hours. There is no condensation in the bottle and the bpw continues to have "noise" throughout the waveform. As a result, the pump was switched to a second pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#( B)(4). The reported complaint of unable to refill alarms is not able to be confirmed. The product was not returned for investigation. It was reported that, to resolve the issue, the pump was swapped out. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff had several unable to refill alarms. They had several alarms in the past 3-4 hours. There is no condensation in the bottle and the bpw continues to have "noise" throughout the waveform. As a result, the pump was switched to a second pump. There was no report of patient complications, serious injury or death.